Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe port. The customer stated problem was not duplicated. The primary issue" lost programming" was not confirmed since all past date and value showed in history. However, found keypad not working during testing and part of the front housing. Therefore, no fault found with lost programming. Recommended to install software as preventive measure as a primary issue and replaced front housing as the secondary issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed rear housing was cracked at syringe port. During functional check, the issue was not confirmed since all past dates and values showed in history. However, found keypad not working during testing and part of the front housing. No fault found with lost programming. Recommended to install software as preventive measure as a primary issue and replaced front housing as the secondary issue.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed rear housing was cracked at syringe port. During functional check, the issue was not confirmed since all past dates and values showed in history. However, found keypad not working during testing and part of the front housing. No fault found with lost programming. Recommended to install software as preventive measure as a primary issue and replaced front housing as the secondary issue., corrected data: h6 and h10.

Event description:
Information was received indicating that the pump lost programming and that the keypad was not working. No adverse patient effects were reported.